Event description:
During a standard treatment, the pt felt a sudden momentary electrical sensation. The first statement on (B)(6) 2013 was that nobody was injured and no medication was necessary. In an additional call with the dental office on (B)(6) 2013, we have been informed that the pt got frightened and jumped due to the electrical sensation. Due to this movement, the bur went into the patient's right lower tongue and caused a hematoma. Pt went to hospital to have it drained. Please refer MFR report#: 3003637274-2013-00035.